Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. The customer's blood glucose level was 450-468 mg/dl. The customer reverted to an alternate method of insulin therapy.